Event description:
It was reported a patient underwent a lumbar spine surgery on an unknown date in 2020 and topical skin adhesive was used. 2 years ago, adhesive was used and within 24hrs of placement a major reaction occurred which included soreness, redness and blistering, the adhesive was removed immediately but the patient subsequently developed an infection which took a few months to treat. Antibiotics were taken. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Product not returned. Additional information provided: did the patient experience a post-op device malfunction? Unknown, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Blistering, pain & subsequent infection, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: antibiotics, is the patient part of a clinical study : unknown, device property of :none, device in possession of : none. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product lot of product used? Is product available for return/analysis? Name of surgeon? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. I have tried several attempts to get further information regarding this complaint with no response. I don¿t think I will be able to get any further information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.